Event description:
A complaint was opened upon receipt of the explanted device in another country. Info was gathered regarding the explantation which is as follows: the mother of the pt reported that the pt had headaches and an unpleasant hearing sensation with her right implanted device (the pt was bilaterally implanted). The pt seldom wore and used her speech processor. No technical defect could be found with the implant whilst implanted. The pt was explanted and re-implanted in 2008.

Manufacturer narrative:
The device has been explanted and has been returned to facility, where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.